Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported by the clinical support specialist (ccs) that in the intensive care unit, at 1720 est, a call came in regarding a drain failure alarm. The intra-aortic balloon pump (iabp) had been inserted 72 hours prior via a sheath and was achieving therapy goal with no other alarms. The nurse had emptied the drain bottle which was 1/4 full and the patient was having frequent premature ventricular contraction's (pvc) with the heart rate of 110 bpm. It was explained what the drain task was and why this alarm can occur. The nurse was instructed to do a manual purge and told this may need to be done a few times an hour if the patient's condition continued. It was also explained that the pump could also be the issue. The css called back at 1844 est to follow up and the nurse said the alarm continued and increased in frequency. The pump was switched and sent back to biomed to be checked. There were no patient death, injuries or delays in therapy. The patient outcome was stable on iabp therapy.